Event description:
A u.s. Distributor returned a monitor indicating that the response buttons were defective.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the rear response button was defective. The cause of the defective rear response button are worn contacts on the response button cable. The root cause for the worn contacts cannot be positively identified. No adverse event resulted from the defective response button cable.